Event description:
Additional information received reported the manufacturer representative followed up with the patient on (B)(6) 2014. Since the patient received the new recharger last week she was doing very well and was recharging without any issues. The patient was reportedly able to use her stimulator again.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported the patient had a coupling problem. The spinal cord stimulator was reportedly working fine at the beginning of last week. By friday, the patient was reportedly unable to get coupling to charge her implant. The manufacturer representative brought the patient an insr antenna, but the patient still couldn¿t get coupling. There was reportedly movement of the implantable neurostimulator (ins). It was clarified the patient power supply was replaced yesterday, not the insr antenna. It was reported the patient was able to get 6 bars at one point, but would lose coupling. The manufacturer representative was going to call the patient to work with her. Patient was reportedly having difficulty recharging her implant and was in pain without the use of her stimulation system. Additional information received reported the patient received a new insr the day of current report and started recharging her stimulator again. Additional information has been requested, but it was not available as of the date of this report. A supplemental report will be sent if any additional information is received.